Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes: 385 mg/dl, 221 mg/dl, and 108 mg/dl and within 10 minutes: 406 mg/dl, 322 mg/dl, and 69 mg/dl no actions taken based on device results. No adverse event reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA device received in a condition which made analysis impossible. Unable to test because strips had expired.